Event description:
A customer contacted beckman coulter (bec) reporting that the coulter lh 750 hematology analyzer station is leaking at startup and shutdown and that the red blood cell (rbc) and vacuum overflow tank are not draining. The volume of the leak is unknown and was not contained within the instrument. It is unknown if the instrument generated any error messages or flags as a result of this event. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the incident. There is an exposure control / risk management plan in place at the facility. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse observed that the source of the leak was a broken pinch valve at pinch valve (vl)12. Vl12 is the pathway for the bath drains. The fse replaced the affected pinch valve. No further evidence of leaking was observed. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).